Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon fell apart into pieces. She manually removed the tampon pieces. She stated the insertion tube pinched and insertion was painful and she had abdominal cramping.